Event description:
It was reported that the green pump running symbol on the system controller was extraordinarily dim.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e: this event occurred at (B)(6) hospital in japan. Manufacturer's investigation conclusion: the reported event of dim pump running leds was confirmed via analysis of the returned system controller. Evaluation of the returned system controller (serial number: (B)(6)) revealed that the pump running leds were dim. Available information for this complaint has no indication of, or report of any damage to the controller. The function of the controller was not compromised and did not result in any adverse patient effect. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 6 hours of relevant data (20jul2022 from 11:01:58 to 17:26:53 per the timestamp). The data captured in the log file did not indicate any issues with the system controller. The driveline was disconnected on 20jul2022 at 17:26:00 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08oct2019. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.